Event description:
The customer reported that the laser was damaged and the tube was out of service. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the radiogenic block and laser. He found the tube was out of service and the laser hood was broken. He assembled and adjusted the system. It now operates as intended.